Event description:
Dealer stated that the wires on the hand pendand for a unknown invacare bed are allegedly starting to show.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The malfunction has not been confirmed.